Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the tissue plasminogen activator (tpa) infused quicker than expected. The clinician believes that it was due to a calculation error in the electronic order through epic (electronic medical record). The issue reportedly occurred "several months ago" and no further details was provided. The issue was reported to bd representative during site visit. Per report, no products are available to be returned for investigation. There was patient involvement but unknown harm. Although requested, additional information was not provided.